Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 300cc saline prosthesis. The patient observed left deflation on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on 6/7/2018. The explant was performed on (B)(6) 2018, and bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed. There were no procedural complications, and the patient recovered adequately. Additional information was received with the field experience report on 6/11/2018. The event date was updated. The final fill volume of the impacted product was 340ccs, and the final fill volume of the contralateral prosthesis was 350ccs. The mentor failure analysis lab received the device for evaluation on 6/11/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 300cc saline prosthesis, catalog #3502300 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. Yellow material was observed within the device. During evaluation, a crease was observed on the posterior aspect. A rent was also observed within the crease, measuring approximately 0.3 cm. No other anomalies discovered. Mentor performs 100% inspection and testing of all devices prior to release. As a result, the product evaluation team (pe) concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage, nor the origin of the yellow material observed. The device history record (DHR) has been reviewed, and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).